Event description:
The reporter did not state the reason for the return of the sitter select alarm model 8361. There was no pt contact or injury reported. Inspection shows that the alarm has damage which could potentially cause the alarm to work intermittently.

Manufacturer narrative:
Results: (other) - the alarms battery door is damaged and the alarm case has damage.